Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/ evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article review: a retrospective study was observed at one center to compare the incidence of mechanical failures and complications in two kinds of percutaneous central venous catheter (cvc) insertions with venography-guided puncture (vg) and real-time ultrasound-guided puncture (rtus). A total of 159 pediatric patients were included in the study with primary cvc indication of hemato-oncologic disorders, malignant solid tumors and other benign diseases. The cvc insertions were performed with surgical venous cutdown (cd) in 51 patients, rtus in 57 patients, and vg in 49 patients. For patients under 1 year of age, cd was dominantly selected, rtus was dominantly selected for one to four year old patients, and vg was dominant in 5 to 15 year old patients. The types of cvc catheters used were hickman (45), broviac (87), and other (27). Mechanical complications were observed in 4 of 159 patients which included hemorrhage due to a puncture into other vessels in two cases, pneumothorax in one case, and hemothorax in one. The hickman cvc had 2 mechanical complications. As for delayed complications, the hickman had 14 complications associated with bacteremia, 6 complications associated with dislodgement and/or accidental removal, 3 complications associated with occlusion and/or rapture of catheter, 18 delayed complications of any kind, and 9 complications associated with premature removal. The broviac cvc had 1 mechanical complication. As for delayed complications, the broviac had 9 complications associated with bacteremia, 12 complications associated with dislodgement and/or accidental removal, 6 complications associated with occlusion and/or rapture of catheter, 25 delayed complications of any kind, and 12 complications associated with premature removals. The delayed complications and premature removal of catheters were frequently observed in patients between one and four years old. After introducing rtus during insertion of the cvc, there were no mechanical complications when compared to vg. Rtus also had higher frequency in delayed complications than vg. It was presumed that the increase in complication was influenced by age, not by choice of insertion technique. Takano, s., shimizu, n., tokuyasu, n., sakamoto, t., honjo, s., ashida, k., saito, h., fujiwara, y. (2017). Comparative study of complications in cv catheter insertion for pediatric patients: real-time ultrasound-guided versus venography-guided approach. Yonago acta medica, 60, 234-240. Doi: 10.24563/yam.2017.12.004. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in yonago acta medica titled ¿comparative study of complications in cv catheter insertion for pediatric patients: real-time ultrasound-guided versus venography-guided approach¿ that in a total of 159 pediatric patients, mechanical and delayed complications were reviewed according to different procedures of central venous catheter insertion. Mechanical complications that occurred during insertion included hemorrhage due to a puncture into other vessels, pneumothorax, or hemothorax. Delayed complications included bacteremia. There were no reported interventions. The current status of the patients is unknown.